Manufacturer narrative:
The device was requested but not returned to manufacturer (discarded).

Event description:
The doctor reported the patient stated that the abutment feels loose. Upon evaluation it was determined that the abutment screw became loose and seemed to be stripped at tooth #5.

Manufacturer narrative:
The gold-tite tm hexed uniscrew (iunihg) was not returned to the manufacturer for evaluation. The lot number was not provided therefore the DHR was not reviewed. Documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrew it is recommended to torque at 20ncm. The reported event is non-verifiable with the information provided. No definitive root cause could be determined.